Event description:
It was reported by service report that there is no up or down function on foot end lift assembly. No adverse consequences have been reported.

Manufacturer narrative:
Result: lift motor coupler.